Manufacturer narrative:
H6 codes were updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 67-year-old male patient presenting with cardiomyopathy, scai shock stage e. The patient¿s comorbidities were unknown. The axillary sheath stop-cock did not function appropriately and did not flush correctly. The patient subsequently expired on support. The device will be conservatively reported for death; however, the death is most likely attributable to the severity of the underlying cardiomyopathy and cardiogenic shock associated with scai shock stage e.

Manufacturer narrative:
H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The cause of the injury was unable to be determined due to insufficient clinical details. The cause of difficulty flushing introducer cannot be determined since no product was returned and insufficient clinical details were provided.